Event description:
It was reported that during preparation for an esophagogastroduodenoscopy (egd) procedure, the cre balloon box was empty. The procedure was completed with another of the same device with no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.